Event description:
It was reported that during an implant procedure, the left ventricular (lv) lead was attempted and not used as it was "too unstable." It was also reported that the lead was "placed into the lateral branch of the heart, but they found that it was slowly migrating to the base of the heart." The lv lead was removed and a different lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood/body fluid in all conductors (not obstructed), and there was blood/body fluid in the distal conductor (not obstructed). (B)(4).